Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ( check therapy pad messages) has been confirmed. As received, the belt failed incoming testing, specifically the te recognition test and the trunk cable was pulled from strain relief. Upon evaluation, the solder joint connecting the rear pulse wires in the dn was broken. The cause of the failure was a broken solder joint. The cause of the broken solder joint was the pulled cable. No adverse event resulted from the defective belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) caused check therapy pad messages.